Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision related to traumatic patellar (tendon) mcl.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Update: reportedly patient fell, with first occurrence involving complete rupture of her proximal patellar tendon, and then a second fall resulting in the disruption of her medial and lateral collateral tendons. Revising surgeon identified, on (B)(6)/2018, a complete avulsion of patellar tendon, with remaining attachment to tibial tubercle. He also noted that both the metal retinaculum and collateral ligament were torn, as well as the lateral retinaculum and collateral ligament. There was also a large hematoma present, observed upon opening the knee. Tibial tray and femur components were explanted (no evidence of loosening), and a stemmed hinged-knee construct was implanted. This was followed by a marlex mesh patellar tendon reconstruction.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.